Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Low blood sugars [hypoglycaemia]. Pen is very stiff when delivering the insulin [device issue]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "low blood sugars" and "pen is very stiff when delivering the insulin" with an unspecified onset date and concerned a female patient (age not provided) who was treated with novomix 30 penfill (insulin aspart) from unknown start date due to "type 1 diabetes mellitus", and novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". Medical history included type 1 diabetes mellitus. Patient's height, weight and bmi were not reported. Concomitant medications included - mixtard (insulin human) suspension for injection, omeprazole(omeprazole), lantus (insulin glargine). On (B)(6) 2016, the patient contacted the call center and informed that she was unwell however, specific symptoms were not specified. The patient informed that her blood sugars lately have been dropping dramatically without any explanation for it. The patient had hypoglycaemia and was unable to keep her sugars up and on unspecified date the patient went to the hospital. Hospitalization details were not specified. According to the patient the pen was very stiff when delivering the insulin. The patient also reported that she was not changing the needle every time but did do an air shot at each injection which works fine. The patient asked if a new pen could be sent to her. The patient was advised to consult a health care professional (hcp) and furthermore it was agreed to send a replacement novopen 5 and a jiffy bag out to the patient. The batch number of the suspected pen was not provided. Action taken to novomix 30 penfill was not reported. The outcome for the event "low blood sugars" was not reported. The outcome for the event "pen is very stiff when delivering the insulin" was not reported.

Event description:
Case description: investigation result: novopen 4, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Novomix 30 penfill 3 ml: batch number: (B)(4). A batch trend report was created. Nothing abnormal was found. The product was not returned for examination. Since last submission the following has been updated with following: investigation result, final manufacturer's comment, narrative updated accordingly. Final manufacturer's comment: on 02-jun-2016: as the novopen4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novomix 30 penfill 3 ml, batch number: (B)(4). A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination.